Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer presumed the following possible cause for the reported event are as follows: during troubleshooting, it was confirmed that the problem was solved by replacing maj-1430. Therefore, it was judged that there was no anomaly in the cv-180, and that there was an issue with maj-1430. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, olympus technical support recommended replacing the maj-1430 video cable. Upon replacing the maj-1430 video cable, the reported problems were resolved. The investigation is ongoing and a definitive root cause of the reported event has not been determined. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the image would intermittently display black and white and the image was grainy. In addition, it was reported that if the maj-1430 cable was "wiggled" at the paddle connection, the image would intermittently go out but come back. As reported to olympus, the problem was first identified on preparation for use. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. This report is submitted for the malfunction of intermittent loss of image.